Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not power on and got stuck on a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a fault in the auxiliary drawer, specifically with the row board not being detected on the bus. A field service engineer disconnected the pyxibus cable for the auxiliary device, tested the power, identified the faulty drawer, replaced the drawer board, rebooted the device, and finally replaced the row board and rebooted the device again. The system functioned as intended after the field service engineer repaired the device.